Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer the patient was hospitalized in the ICU due to severe pneumonia, (B)(6) 2024 13:10. The specialist nurse followed the doctor's instructions to insert the patient's PICC catheter. When adjusting the scale, this kit was used. The front-end cannula was not smoothly inserted into the PICC catheter, and the normal saline flushing was not smooth, immediately replace it with a new kit. No other information was provided.